Event description:
Facility reported that blood tubing had a leak on the arterial line at the top near the chamber. Pt lost approx 200cc of blood. Pt did not need any treatment. Treatment discontinued - unable to return blood.